Event description:
It was reported that during an attempted implant the patient was experiencing arrhythmia in irregular intervals. Lead repositioning was attempted but unsuccessful and loss of capture was observed. The pacemaker was then replaced when loss of capture was still observed after intervention was performed, suspecting a device issue. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event was not confirmed. Visual, mechanical, and electrical testing was normal and no anomalies were found.